Event description:
Handpiece overheated during a surgical extraction procedure and patient received a minor burn to their lip. No medical treatment was required at the time of the event. The patient is reported to have healed normally without any need for further treatment.